Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log review: the occluder log showed an unexpected stall during closing and a calibration state change to uncalibrated at 16:58:40. The most likely cause of this would be the user rapidly pressing the down arrow to decrease the flow percentage at small increments. This caused the occluder to go from 100% flow to 68% and lost calibration.

Event description:
Per clinical review: on (B)(6) 2024, the team experienced a problem with their heart lung machine (hlm) during cardiopulmonary bypass (cpb) whereby the occluder showed a calibrate message. Diligence for more detail was unsuccessful, but logs were provided for review. The logs showed an unexpected stall. The most likely cause to the issue was that the user was rapidly pressing the down arrow to decrease the flow percentage at small increments, which caused the occluder to go 100% flow then back to 68% and lost the calibration. This situation did not result in a delay to the case, and the surgery was completed successfully. There was no injury/blood loss reported.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. Functional and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) displayed an 'occluder requires calibration' message. As mitigation, the unit was reset, and recalibrated. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.